Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The following information was reported via medsun uf/importer report# (B)(4): "head lamp used by surgeon was noted to have cracked insulation/wire causing heat to build up (fire hazard). Noticed during plugging/unplugging for xray intra-op. The unit was switched out with new one. Test performed (B)(6) 2022; results: headlamp sent to biomed department for evaluation and correction. Have 2 new headlamps on order." No patient/user injury, death or surgical delay was reported.

Manufacturer narrative:
The suspected ultralite pro headlight w/premium cable (ax2100bif) was not returned for evaluation after three good faith efforts (gfe). The lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. A definitive root cause could not be determined. The issue of cracked insulation may be the result of rough handling, environmental damage, or wear.

Event description:
N/a.